Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens was pressed down into the lens case between two posts. The lens was cleaned with lphse. A scratch is observed on the anterior side near the center of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the us of a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that an intraocular lens had a scratch. There was no patient contact. The procedure was completed that day. Additional information was provided by the initial reporter that there was no contact between the product and the patient.